Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 250cc gel breast prosthesis that ruptured after implantation. The rupture was on the patient¿s left side. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 400cc gel breast prostheses on (B)(6) 2018. After explantation surgery, it was observed that there was a small hole on the right breast prosthesis (a mentor memorygel breast implant 250cc gel breast prosthesis). Sticky silicone was coming out of this device. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 03/11/2019, mentor completed the investigation on the suspect medical device. According to the information provided, the patient experienced bilateral rupture on breast implants. However, it was not possible to perform a proper product investigation since the implants were not returned. Nonetheless, the customer provided some pictures of the actual implants involved in the complaint. Based on the pictures, a rent was observed on the posterior aspect of the right breast implant. The complaint was confirmed. No further investigation can be performed at this time. If the complaint device is received in the future, the complaint will be reopened and an investigation will be performed accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/14/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).